Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown biomet screw and one osseotite® tapered certain® implant (int510) were returned for investigation (images 1 & 2). Visual evaluation of the as returned products identified screw fragment in the implant drive feature. Additionally, the internal threads were rounded/damaged possibly due to removal. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported devices have been placed on tooth #26 (universal) for approximately 1 year. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2018121010) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the unknown screw since the lot number was unknown. Complaint history review was performed for the lot (2018121010) for similar events and no other complaint about nonconforming products was identified. However, complaint history review could not be performed for the unknown screw since lot/item number was unknown. Based on the available information, device malfunction did occur and the reported event was confirmed. For instance, fragment of screw was identified in the implant drive feature and the internal threads were damaged. The following sections have been updated: g7: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured at the moment of rehabilitation, the through screw is fractured inside. Tooth location 26. Implant removed and a new one was placed. No delay.